Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a rash under the lifevest. It was reported that the skin was "bubbled up" and "rubbed raw" from the garment, and the irritation also had blisters. The patient was given an anti-fungal powder and a prescription from her physician. Follow-up indicated that the irritation was improving.